Manufacturer narrative:
Device evaluation confirmed the reported fault and determined the returned pad-pak to be depleted beyond use however no root cause for this depletion could be determined. The returned device performed to specification throughout.

Event description:
Pad-pak depletion, red status led, device not switching on. No patient involvement.

Event description:
Pad-pak depletion, red status led, device not switching on. No patient involvement.